Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "one screw broke during insertion; screw head removed. Distal end buried under plate so left in-situ."